Manufacturer narrative:
Eval summary: the analysis results found that the ace36p device was returned with the tissue pad partially detached but present. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that when they opened the package, the tissue pad was coming off the device. The device was not used in the procedure. One device will be returned.